Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported via phone call, the customer had been wearing the sensor and he attempted to calibrate with blood glucose of 41 mg/dl. Customer calibrated before lunch. The insulin pump the alarmed calibration error, then it indicated to change the sensor. Customer's nurse was advised the why the calibration error. Customer's nurse agreed to return the sensor for analysis.